Event description:
It was reported that the pt underwent surgery for stage iii uterovaginal prolapse in 2005. During the first post operative visit the pt had no complaints and no mesh exposrue was noted. During the second post operative visit, about a month later, the pt complained of dysuria for one day. A urine culture was negative. No mesh exposure was noted and there was no documented evidence of recurrent prolapse at this time. In 2005, the pt complained of vaginal bleeding since the day before which occurred after a very active day of doing laundry and yard work. A palpable gap between the anterior and posterior meshes with the uterus prolapsing was noted. About two and half weeks later the pt complained of vaginal discharge. A bulging sensation and fullness in vagina was noted. The pt was experiencing excessive discharge requiring pad use daily. No urinary incontinence was noted. The pt experienced bowel movement requiring daily dulcolax suppository. A number 4 oval pessary was inserted for uterine support. The pt is no longer experiencing vaginal discharge and is tolerating the pessary. The pt seeking surgical correction of recurrent uterine prolapse. No mesh exposure has been noted. Vaginal estrogen cream has been prescribed for 1 application weekly.